Event description:
It was reported that a cuff miss occurred during attempted suture placement in a common femoral artery using the preclose technique prior to an impella-supported percutaneous coronary interventional procedure. The arteriotomy was 6f and the vessel was mildly calcified. Additionally, after parking the foot the device became stuck and could not be removed from the patient. The device was removed by repeatedly raising and lowering the foot plate lever. Upon device removal it was observed that the feet were retracted in the device and appeared normal. The sheath was upsized to 14 fr. To perform the index procedure. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: sheath: 6 fr, 7 fr., 14 fr. Impella cardiovascular support system. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The instructions for use states: the safety and effectiveness of the proglide devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the reported information and manufacturing inspection criteria, there is no indication of a product deficiency. Additionally, a total of fifteen unused/sterile proglide devices were returned for analysis. Six proglides were from the same complaint lot number (20227j1), eight proglides from lot number 20312j1, and one proglide from lot number 20223j1. Visual and functional analysis of all the returned devices indicated they performed according to specifications and there was no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue.